Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Please clarify if the lot number smnctl its correct. 2. Status of product return. Thank you! The customer has the packaging and will be sending the sutures back. Do you have tracking info for the replacement product?

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, the customer is reporting that they received a damaged boxes and when they went to use suture that it was falling apart before any pressure would be applied to them. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4-expiration date and lot number, h4, h6 corrected: d4 primary UDI number corrected: corrected information: g1 (manufacturing site name and address) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.